Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the carto 3 system there was no force on the catheter deteced, it was not possible to zero the catheter. After replacing of the appropriate catheter cable the problem with this catheter was not solved. This catheter was replaced with another one and from the same type, so the procedure was successfully completed. So there was no damage and consequences caused to the patient. No noise at all. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 20-feb-2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the surface of the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a hole in the surface of the pebax and a reddish material inside. The device was connected to the carto 3 system, and it was recognized; however, error 106 was displayed on the screen due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section and a correct amount of adhesive was observed on the wires. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The issue reported by the customer was confirmed. The reddish material inside the pebax is unrelated to the reported event. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: error caused or contributed to event (d1102 / component code: sleeve (g04115) were selected as related to the hole in pebax identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the error 106 and open circuit in the tip area. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).